Event description:
The patient was implanted with a synchromed pump and catheter in 1999 as part of the protocol for "bdnf" for amyotrophic lateral sclerosis. The patient experienced a catheter break with a piece free-floating in the cerebrospinal fluid, which was apparent when the hcp could not withdraw cerebrospinal fluid from the catheter access port. The patient underwent explantation of the catheter and implantation of another catheter in 1999 with good results.